Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had stuck button error alarm. The customer¿s blood glucose level was 163 mg/dl at the time of the incident. Insulin pump had blank display. Customer was assisted with troubleshoot for blank display and display returned after pump restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump passed selftest and displacement test. Insulin pump was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly.